Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #6l; cat# 5516-f-601; lot# bax4c. Tritanium bplate triathlon s6; cat# 5536-b-600; lot# ctd13088. Tritanium patella-asymmetric; cat# 5552-l-381; lot# ak05. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent I and d washout with only exchange of liner on (B)(6) 2017.